Manufacturer narrative:
(B)(4). The device was received for evaluation. During functional testing, the device was found to be difficult to fill. Visual inspection revealed a blockage in the volume indicator. The blockage was identified to be a piece of polyisoprene rubber approximately 2.5mm in length and 2 mm in width. The cause of the difficult to fill condition was determined to be the blockage. The cause of the particulate matter was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned half day infusor, the device was found to be difficult to fill. There was no report of patient injury or medical intervention associated with this event. No additional information is available.